Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had her device removed last night. The patient thinks the doctor removed both the ins and lead wire which she referred to as the "rod". She is not sure if the explanted device will be sent back to the manufacturer for analysis. The patient stated the reason for the removal was for a serious infection and pain at the implanted site, basically since implant. The patient stated the smaller incision site never completely healed and by that saturday was pussing and bloody. The patient stated the implant was painful most of the time especially with high settings and painful to the touch. The patient stated the doctor hollowed out the area around it because the whole area was infected. The patient stated there was a culture taken but she has not yet found out the strain of the infection. Patient services (ps) reviewed infection is a known risk of implant and with any surgery. No further patient complications are anticipated or expected as a result of this event.